Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm a type 1a endoleak. Additionally there was evidence to reasonably support the following observations; a type 3b endoleak, a type 2 endoleak of the inferior mesenteric and lumbar artery and an unknown endoleak of the right posterior main body stent. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; unprotected aortic neck and slight increase in aortic neck diameter. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time. There have been no additional adverse events reported for this patient.

Event description:
Updated information, it was reported the patient had a type 1a endoleak and the physician elected to implant two suprarenal aortic extensions to seal the leak on (B)(6) 2016. It was also reported the patient initially implanted with a bifurcated stent only due to the aortic neck length.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent on (B)(6) 2013. A follow up computed tomography (CT) scan showed an unknown endoleak. To further investigate the unknown leak the physician completed an arteriogram and was able to identify a type 1a endoleak. The physician is planning to implant a proximal extension to seal the leak. The secondary endovascular intervention has not been scheduled at this time. The patient is in stable condition.